Event description:
The customer reported that a patient dialyzed in 2006. The patient's medical history was not provided by the clinic. Patients age and sex were not reported / provided. The customer reported to grp on august 31, 2006, that on previous day, there was a fluid removal issue with a gambro centrysystem 3 (c3) hemodialysis machine. Rep reported that a patient who was dialyzing event date, experienced a weight gain instead of the planned weight loss. The patient's treatment was scheduled for 3.5 hours. The patient's pre-treatment assessment was; blood pressure 205/70 mmhg, heart rate 59 beats/min, temperature 96.9 degree f. The patient denied any shortness, the lungs sounds were clear. The patient was ambulatory. The staff planned to remove 3 kgs. The target loss programmed into the c3 was 3 kgs, which included 200ml normal saline to be given at initiation of treatment and 200ml normal saline to be given during the rinseback procedure. There were no alarms reported and the patient's vital signs remained stable throughout the treatment. The patient completed the prescribed 3.5 hours of dialysis. The post-treatment vital signs were; blood pressure 187/63 mmhg, heart rate 59 beats/min, the temperature was not recorded. The nephrologist was notified and gave the order to put the patient on another machine for 1 hour and ultrafiltrate for the removal of 2 kg.

Manufacturer narrative:
The dialyzer in use was a baxter exeltra plus 210, lot number unknown. The dialyzer was not retained for inspection. The transmembrane pressure recorded for the treatment averaged 108 mmhg. The cartridge blood set, bicarbonate and acid concentrates used for this patient was not retained for investigation as remaining product from same lots were used for other patients without incident. The patient was dialyzing on a centrysystem 3 hemodialysis machine. The machine was removed from service at this time. On august 31, 2006, gambro technical services (gts) field representative inspected the c3. He reported that he could not duplicate the reported condition. Rep verified blood handling, dialysate transducers and prv-1 and 2. He verified weight removal as per manufacturer's specifications. He was unable to find any problem(s). The machine was returned to service and grp has not received any further complaints regarding inaccurate fluid removal on this machine. Conclusion: rep reported that the patient who experienced inadequate fluid removal on a centrysystem 3 hemodialysis machine required medical intervention as the patient needed another hour of treatment to remove excess fluid. Rep reported that the patient did not suffer any serious injury. Gts field representative reported that the centrysystem 3 hemodialysis machine checked out to be within the manufacturer's specification.